Event description:
The customer reports during an unspecified procedure using an evis exera ii colonovideoscope with a competitor flushing pump, it caused the patient's mucosa to start bleeding. The customer uses simethicone in their water bottles. Additional details have been requested regarding the patient and reported event. At this time, no additional information has been provided.